Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent as appropriate. (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc on or about (B)(6) 2011 to treat her stress urinary incontinence. It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product. Related to MFR report # 2183959-2012-03321.